Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 43 mg/dl. Juice and candy were consumed to address the low bg. The customer was not sure what caused the low bg. The customer declined tandem technical support's request to upload the pump data for review. Tandem technical support advised the customer to discuss the event with a healthcare provider.